Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit intermittently not triggering from slave connector.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit intermittently not triggering from slave connector. There was no patient harm.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The trigger was there and was working okay when the ECG was plugged into the green socket. Technical bulletin tb783a was followed for ECG signals. Function checks and calibrations were completed.